Event description:
Information received from the field indicates that the patient presented feeling symptomatic. Interrogation revealed that the device was in vvi back-up mode. A software download did not fully complete and telemetry could not be established. The behavior continued with another programmer and with possible sources of external inter- ference eliminated. The device was subsequently replaced.